Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4). Batch/lot number: 21380175. Model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20572560, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20019696 / 21218594, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had lost stimulation coverage due to significant lead migration. The patient underwent a revision procedure wherein in the leads were replaced.